Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that during an unknown procedure, the clip wasn't formed properly after a couple of clips had been fired. Then, the device didn't work because of jamming. Another device was used to complete the case. There was no adverse consequence to the patient. Device will not be returned.